Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2019, the surgeon noted inflammation in the patient's implanted eye. The patient was hospitalized on (B)(6) 2019. On (B)(6) 2019, the patient was diagnosed with a retinal detachment in the implanted eye. Revision surgery was conducted on (B)(6) 2019, during which the posterior cavity was filled with silicone. There was no defect or malfunction of the device associated with this event.